Manufacturer narrative:
The reported event of stylet unable to advance was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted inside the lead due to dried blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with dried blood. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an initial implant procedure, the stylet was unable to advance through the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.